Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Bd was not able to perform an investigation since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. No corrective actions were required. This complaint should be considered as an educational issue since these tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "2.8.1 how many total false positives? 6".

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " how many total false positives? 6"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.